Event description:
Results were obtained for the trugene hiv-1 genotyping kit that could result in a misinterpretation of the resistance profile. No results have been reported.

Manufacturer narrative:
This product is used to evaluate whether a specific codon mutation exists and whether the codon indicates drug resistance. In this case the reporting lab correctly questioned the results. For medical device reporting purposes this event is considered closed.